Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Per tandem's user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360-361 mg/dl with high ketone levels resulting in diabetic ketoacidosis; cause was due to an occlusion. Customer changed pump supplies to address the issue. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.